Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device logs identified ECG monitoring failure occurring in conjunction with rapid cable ID changes during the same event. These entries are likely related and suggest the multi-function cable (mfc) gasket may be missing or compromised, or that the mfc is intermittently functional. The mfc was not returned for evaluation. The mfc receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.